Manufacturer narrative:
Batch review performed on 01 december 2023 lot 189062: (B)(4) items manufactured and released on 04-mar-2019. Expiration date: 2024-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 1 year and 3 months from the primary, the patient came in reporting instability due to laxity. The surgeon revised the insert (from 14mm to 20mm) and the surgery was completed successfully.